Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Manufacturer narrative:
Implant updated. An event regarding pain and a possible allergic reaction involving a triathlon baseplate component was reported. The event was confirmed. Device evaluation not performed as no device was returned for review. The patient has a documented allergy to nickel and is to undergo further testing to establish if she has an allergy to other metals. Clinician review of the medical records provided indicated that there is no evidence that the symptoms described in this obese patient with multiple systemic disorders are related to factors of faulty design, manufacturing, or materials of the components or an allergic reaction to them. Device history review was satisfactory. Complaint history review. There have been no previous reported events for this lot ID. The reported event relating to the patients suspected allergy cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
Patient reported pain since right knee surgery. Patient has been doing physical therapy since surgery and says she has no relief. Patient says her left knee is 5 inches in diameter and right knee is 9 inches in diameter and there is no fluid to drain off. She is allergic to nickel and in a few weeks she will be tested for allergies to other metals. Patient wants to know what device is made of.

Event description:
Patient reported pain since right knee surgery. Patient has been doing physical therapy since surgery and says she has no relief. Patient says her left knee is 5 inches in diameter and right knee is 9 inches in diameter and there is no fluid to drain off. She is allergic to nickel and in a few weeks she will be tested for allergies to other metals. Patient wants to know what device is made of.